Event description:
The following information was reported on (B)(4) 2015: a female patient underwent a diagnostic coronary procedure approximately two weeks ago. A mynxgrip device was deployed. The patient complained of groin pain the next day at home. The patient returned to the physician's office where a pseudoaneurysm was discovered (unknown size). The patient was treated with ultra sound guided thrombin and returned home the same day.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: di and pi numbers are unknown as the part number and lot number were not provided.